Manufacturer narrative:
Additional information from section e phone number: (B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 52mm evoque procedure in tricuspid position. Following the procedure, the patient reported worsening of pre-existing dizziness. A holter ECG demonstrated a heart rate of 45 bpm. On post-operative day (pod) 3, a temporary pacemaker was implanted due to symptomatic bradycardia, and a triple-chamber biventricular pacemaker (crt-p) permanent pacemaker was implanted on pod 8. The patient was recovered. The valve was implanted as intended between 0-5 mm from the annular plane. Tricuspid regurgitation (tr) got reduced from massive (pre-procedure) to trace (post-procedure).